Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2007, and on her left side on or about (B)(6) 2009. Patient has experienced pain and elevated levels of cobalt and chromium. Patient has not yet scheduled revision surgeries for either side. Update: (B)(6) 2011. Plaintiffs preliminary disclosure (ppd) form received 8/31/2011. Changed 2 unk asr hips to asr cup head and added asr cup femoral head products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.